Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h4. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The third party provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026. Sampling from: air/water channel. Cfu: 1cfu. Bacterial identification: staphylococcus hominis. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the gastrointestinal videoscope tested positive twice for an unspecified number of colony forming units (cfus) of the following microbes: on (B)(6) 2024, cns (potential for central nervous system virus) and mrs (microbiological study lactobacillus bacteria) were detected; on (B)(6) 2024, cns was detected again. It was reported that there was no suspected patient infection as a result. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.